Event description:
The ge oec 9800 fluoroscopy system would not save cine runs and some images missing from directory.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupted hard drive caused by improper system shut down. The hard drive was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.